Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 400 mg/dl; cause was unknown. Customer addressed the issue by manual insulin injection. Customer was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the next day (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.